Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction of the left ventricular lead had occurred. No patient symptoms were reported. The lead was explanted and replaced.